Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document the additional information provided and to correct the brand name. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of sepramesh ip, patient had infection, wound dehiscence, abscess, and fibrosis thereby underwent mesh removal. Regarding infection, the warning section states that "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia, a sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury. Addendum per additional information: on (B)(6) 2011 - patient was diagnosed with ventral hernia there by underwent repair with implant of sepramesh ip. (No implant operative notes have been provided). On (B)(6) 2011 - patient had serous drainage from incision site and noted to have a dehiscence, redness, induration, purulent appearing drainage and wound infection thereby admitted to hospital for treatment. On (B)(6) 2011 - patient underwent ultrasound and fluoroscopic guided PICC line placement. On (B)(6) 2012 - patient visited hospital for abdominal pain. On (B)(6) 2012 - patient was diagnosed with mrsa wound infection thereby underwent exploratory laparotomy with removal of infected mesh. Per operative notes, ¿a chronic sinus tract was identified and was traced down to the mesh. I was able to carefully remove the mesh, which was well incorporated into the posterior abdominal wall. Once the mesh was removed, seprafilm was placed over the omentum and sutured¿. Attorney alleges that the patient had pain, hernia recurrence, infection and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia, a sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury.